Manufacturer narrative:
Please note: this event was previously reported within the required 30 day time frame but was mistakenly reported under incorrect manufacturer report number 9616066-2017-00516. No device or event logs were returned for investigation. The root cause was not identified.

Event description:
Received a copy of the customer's maude report from FDA, which states " a rate change for epinephrine was entered into epic by two md. The new rate was 0.06mcg/kg = 0.08ml/hr. The rn entered in the new rate into the alaris pump, however, when she typed in 0.8ml/hr, the pump autocorrected itself to 0.8ml/hr without any hard stops or alerts. The rn did not notice that it had done this immediately until returning to pump approx 10-20 min later. The rn attempted to reprogram pump and it kept autocorrecting itself to 0.8ml/hr. Another rn was called to bedside to assist and trouble shoot. Tried changing to a smaller syringe which did not work. They the put medication back into original syringe to use old feeding pumps. " at present there is no report of any patient harm. Although the customer checked "serious injury" and "required intervention, other serious (important medical event)" on the medwatch, there is no indication in the event description on the medwatch of any injury to the patient or any medical intervention having been provided. Additional information regarding this has been requested from the customer several times but not provided.